Event description:
During a ptca/stenting treatment procedure, the express2 otw balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The physician was attempting to direct-stent a 70% stenotic lesion in the left circumflex coronary artery. The express2 otw balloon was slowly removed and replaced with a nc raptor balloon to successfully complete post-dilatation of the stent. The procedure was successfully completed. No pt injuries or complications were reported.